Event description:
The customer reported no delivery alarms, and under-delivery, from the insulin pump. The customer stated that the measurements of insulin delivered were wrong. The customer reported a blood glucose value of 598 mg/dl. Troubleshooting found the insulin pump apparently working as designed. The helpline advised the customer to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. It was also advised to call the helpline back when the customer had a tubing clamp to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.